Event description:
The patient (implanted with saluda evoke system) was scheduled for a lead revision as both leads migrated inferiorly. When the physician looked at the x-ray images that were acquired at the start of the procedure, it was noted that the insertion angle of the needle in the initial implant procedure was too steep and therefore was not content with the lead placement. A lead revision procedure to remove both leads and place new leads was made.